Manufacturer narrative:
Supplemental sent to update device code 1528 to 2900.

Event description:
No new information was reported.

Event description:
It was reported that during a revision procedure to change out this cardiac resynchronization therapy defibrillator (crt-d), the distal pin of the right ventricular (rv) lead remained stuck in the header. When the physician attempted to free the lead the insulation was pulled away exposing the coils. The lead was attempted to be repaired, as the patient was dependent and occluded. However, after repair the lead had loss of capture and out of range pacing impedances. The lead was surgically capped and abandoned, and they plugged the rv port of the new crt-d. The plan to turn on biv trigger and decrease rv sensitivity to max number. Additional information indicated that another procedure was performed one month later, and a new rv lead was implanted successfully. No additional adverse patient effects were reported.